Event description:
Patient was given injection of synvisc and developed severe knee pain with inability to ambulate. Had left knee aspirated. Patient was taken to surgery had left knee excision and debridement with removal of foreign bodies found to have large amount of synovial fluid with some purulence. Patient to continue 6 weeks of IV antibiotics for septic arthritis. Dose or amount: 6 ml millilitre(s). Frequency: other, every six months. Therapy duration 3 years. Diagnosis or reason for use (indication). Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: no. Synvisc one - (B)(6) 2017.